Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device episode log shows ventricular tachycardia episodes, all of which are either double-counting the qrs or is t-wave oversensing (twos.) It was also reported that the ventricular sense (vs) to ventricular refractory (vr) interval was less than 200 milliseconds; therefore, the ventricular sensitivity was reprogrammed to 1.2 millivolts. The ventricular lead remains in use. No patient complications have been reported as a result of this event.